Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a ¿dosing stopped¿ status associated with loss of cgm input when the dexcom g7 sensor exceeded its wear period, leading to no bg readings on the ilet until a manual fingerstick was entered and a new sensor was started. Symptoms included hyperglycemia with a reported peak of 253 mg/dl and elevated glucose for approximately three hours, without loss of consciousness, dka, or other acute clinical effects. Outcomes included no hospitalization, no external medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer care troubleshooting and education, confirmation of a cgm sensor replacement alert, and verification that dosing resumed timing after manual bg entry and new sensor warmup. Investigation of this case revealed that dosing stopped due to absent cgm data from an expired dexcom g7 sensor, and user unawareness of the alert contributed to delayed corrective action. It was concluded, based on previously established findings for similar reports, that the cause was use-related cgm sensor expiry leading to interrupted automated dosing, resolved with sensor replacement and user education.